Event description:
The healthcare professional reported that during a thrombectomy procedure on (B)(6)2023, a 150cm x 5cm prowler select plus microcatheter (606s255x / 30864986) was used ¿with an embotrap ii type stent.¿ a 5mm x 33mm embotrap ii revascularization device (et007533 / 21h151av) was used. It was reported that the stent did not fit into the microcatheter. There was no report of any negative patient impact. On 03-apr-2023, additional information was received. The information indicated that the procedure was targeting an occlusion in the left m1 segment of the middle cerebral artery (mca). The resistance was felt during the device advancement right after the microcatheter hub. The information indicated that the microcatheter was removed / replaced. It was indicated that the microcatheter was not damaged upon removal, there was nothing noted to be obstructing the microcatheter. A continuous flush was maintained through the microcatheter. Excessive force had not been applied to the device. The procedure was completed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. E.1: initial reporter facility name: national institute of mental health, neurology and neurosurgery. E.1: the initial reporter phone: (B)(6). H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (21h151av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3011370111-2023-00046 and 3008114965-2023-00230. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 05-apr-2023, that changed the reportability of the event as related to this product reported in this medwatch report. [Additional information]: on 05-apr-2023, additional information was received. The information indicated that when the embotrap ii device was removed, it was not damaged in any way. The prowler select plus microcatheter was replaced with an xt-27® microcatheter (stryker). The same embotrap ii device was used with the new microcatheter to complete the procedure. The embotrap ii device is not available for return. There was no clinically significant delay in the procedure as a result of the reported issue. Upon further review, this complaint does not meet the criteria for medical device reporting since there was no damage noted on the device and the device was used with the replacement microcatheter to complete the procedure. The reportability of the file was also reassessed. Based on the information provided, the event no longer meets medical device reporting criteria.